Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000137823. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision on (B)(6) 2023 [related manufacturer reference number:1627487-2023-01861 and 1627487-2023-01865], 2 cerebrospinal fluid (csf) leaks occurred when attempting to access the epidural space. The procedure was completed and there have been so reported symptoms experienced by the patient. The csf leak has since been resolved. It is unknown which lead was involved.